Event description:
Anchor broke during hip arthroscopy surgery with labral repairs. When surgeon snaps the anchor into the drill hole in the bone, the last 5 mm, he felt a lot more resistance. Even if he holds the drill guide attached to the bone, it was easy to slip, because of the bent drill guide was pushed forward, when you have to snap on it harder. The inserter handle doesn`t get deep enough into the anchor. It breaks exactly where the inserter ends in the anchor, the same level as the second thread on the anchor. A lose body remains in the joint. You still have a suture that is threaded to the anchor in the bone. He used it to repair the labrum even if it was not a complete anchor. The patient was a 31 year old male, with good bone quality. He had a labrum tear and a cam impingement.

Manufacturer narrative:
(B)(4).